Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump is saying syringe is empty when there is still morphine to be delivered. The pump alarmed when there was 0.5mls left which was 90 minutes of drug left to infuse. The pump was not allowing the rn to change the vtbi. There was no report of harm.